Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and 99% stenosis in the left anterior descending artery. A 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) was prepped without any issues and no resistance was noted during advancement; however, the balloon ruptured during the first inflation at 12 atmospheres. No resistance was noted during bdc removal. A non-abbott same size balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.